Event description:
It was reported an error b30 (scope communication) error message occurred during preparation for use. The device was replaced with similar device and the intended diagnostic procedure was completed with no delay. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device return evaluation was completed . The complaint was confirmed. B30 (scope communication error) occurred due to the scope ID data failure. Furthermore, the following findings during inspection were noted on the device: universal cord is corrugated. Angulation in the up direction is out of standards due to the worn angle-wire. Video cable is corrugated. There are gap and crack on the a-rubber adhesive. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to a temporary contact failure of the image sensor unit, video connector, video system center or defects on the peripheral equipment. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic system - inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use: do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. If air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.